Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. A possible temporal association with patient¿s general malaise, hyponatremia and subsequent hospitalization and fresenius products exists, additionally the patient was experiencing reported drain issues. There is a possible causal relationship between the therapy and the episode of hyponatremia requiring medical intervention during hospitalization.

Event description:
A peritoneal dialysis nurse reported that the patient had been admitted to the hospital on (B)(6)2017 and has had issue with the cycler. The patient was admitted to the hospital for hypnonatremia (low sodium). The patient was not connected to the cycler at the time he went to the hospital. He went to the hospital because he was not feeling well. The date of admission was (B)(6)2017 and discharged on (B)(4)2017. The treatment consisted of giving the patient a high sodium IV and monitored his sodium levels throughout his stay. The current state of the patient is stable and the clinic is still waiting on his initial lab results. The patient has not missed any treatments.